Event description:
The pt claimed that the pump is intermittently responsive to the down arrow buttons and the buttons feel sticky to the press. This reported issue can impact insulin delivery. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.